Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion set tubing detachment event on 16-sep-2024. The infusion set was in use for 2 days. No further information available .